Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode array had been pulled out of the cochlear and only 2 electrodes are inside the cochlear. At the last fitting in 2007 no hearing was achieved with electrodes 8-12, despite status ok. Channels 3-5 showed high impedances. The patient was only able to use 2 electrode channels. The patient no longer wanted to wear her speech processor. The patient was re-implanted on the same day.